Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that during a primary total hip procedure, while using the suture, the wire pulled out and was free in the joint. In order to retrieve the wire, the surgeon used a retractor and had to dislocate the hip. The hip was relocated and no further complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.